Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, it was confirmed the image was blurry and the outer tube was skewed. The customer¿s original reported issue of the beam broken was not confirmed. The light guide bundles were noted to be damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that the insertion tube is tilted, blurred image, and the beam is broken on telescope, 3 mm, 30°, wideangle, autoclavable. The malfunction was found during reprocessing before the diagnostic uterine exam. The patient was not under sedation; therefore, there was no delay, and the procedure was completed with a similar device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of a broken beam.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to use of excessive force by the customer. Olympus will continue to monitor field performance for this device.